Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the device, the customer observed that one vocal cord was only intermittently detected, resulting in the indicator light alternating between green and red. Repositioning the endotracheal tube did not resolve the issue. To isolate the source of the malfunction, performed a test with another pacemaker using the same accessories: no defects were found, leading us to conclude that the failure is indeed attributable to the mainframe, used another device to complete the surgery. There was no patient impact related to the event.